Event description:
It was reported that when an asymptomatic patient presented to the clinic for wound check post-device change, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The programming changes were made. Patient was stable.